Event description:
The dme representative reported that their client wants to return the bed because the child is getting stuck underneath the mattress. The dme reported that per the mother, her four-year-old son was able to break the locks and wedged himself under the side of the mattress. The mother found him underneath the bed with the sleepsack (pajamas) stuck on the leg/wheel of the bed. The family stopped using the bed. The mother confirmed she was using the padlock to secure the safety sheets. The mother stated to sensory medical that her son has pica and he chewed on the locks, and broke the lock on the safety sheet. There was no injury as a result of the event.

Manufacturer narrative:
Two photos were provided that confirm one padlock was broken and two s-clips were broken. Sensory medical provided return shipping labels, and the product was returned for examination. Sensory medical provided return shipping labels, and the product was returned for examination. The returned product was inspected. The padlocks and s-clips were visually assessed. One padlock was broken with what appeared to be teeth (chew) marks. The safety sheet and dual door were both visually assessed. No damage was observed and they functioned as intended. The only damage was to the padlocks and s-clips. Sensory medical made six (6) attempts to obtain additional details from the dme, and five (5) communications with the mother directly. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured" page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of serious injury as a result of the event.